Event description:
During ivtm therapy, the thermogard xp ivtm system (serial# (B)(4) displayed "tcm ID:05" (coolant diff failure) error message. Another thermogard ivtm system was used to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
The customer's reported complaint of the thermogard console (sn (B)(4)) displayed (B)(4) (coolant diff failure) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard console functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a (B)(4) error message was noted, thus confirming the reported complaint. However, the reported complaint could not be reproduced and may have had intermittent technical problem that could not be directly identified during the functional testing. The thermogard console passed functional testing without any fault or error. Zoll is awaiting customer's approval for service repair.